Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right coronary artery. A 4.50x26mm rx graftmaster covered stent was deployed at 14 atmospheres and covered where implanted, but the perforation was larger than anticipated. The perforation did not seal. A 2.80x19mm rx graftmaster covered stent was then attempted to be advanced but failed to cross due to anatomy. The patient then presented with pericardial effusion and cardiogenic shock. Cardiopulmonary resuscitation was performed and an intra-aortic balloon pump was also placed. The patient was intubated. However, the patient died of cardiac tamponade. It is unknown if an autopsy was performed. Per the physician, the covered stents did not cause or contribute to the patients death. No additional information was provided.

Manufacturer narrative:
Medical affairs reviewed the reported information. This case is to treat a free perforation with extravasation in the rca. There were 2 graftmasters (gm) used, 1st one was a 4.50x26mm rx graftmaster, implanted but did not fully cover the perforation. The 2nd one, a 2.80x19mm rx graftmaster, was attempted but failed to cross the lesion. Patient eventually died due to cardiac tamponade and shock. The main cause of patient¿s death was due to perforation in the rca. The gm was not directly involved or did not contribute because of the patient¿s deteriorating condition upon admission. The gm was used as a last resort to treat the perforation.